Event description:
Reportedly, the device did not discharge energy to a pt when the defibrillator discharge buttons were pressed, and on the next attempt the device auto-discharged energy to the pt.

Manufacturer narrative:
Co evaluated the device with attached module for use with the defib/pacemaker and observed proper operation, through full performance and functional testing. The facility was provided with a new device of the same model by co. Except as provided by 21 cfr 803.56, co does not intend to submit additional info on this event to FDA.